Event description:
The PICC line was placed on (B)(6) 2011. On (B)(6) 2011, the patient was to receive chemotherapy. When the port a cath was being flushed prior to chemotherapy, there was a good blood return however the patient complained of pain in the area. The chemotherapy was not administered. The port a cath was checked injected with contrast via interventional radiology procedure, a fracture in the port a cath was seen. On (B)(6) 2011. The patient was taken to the operating room and the port a cath was removed.